Event description:
According to the reporter: occurred during a video assisted thoracic surgery (vats) lobectomy procedure. After properly loading the reload, there seems to be rigid when pulling the trigger. The surgeon could not squeeze the handle. It is unusual compared to previous uses. The stapler was not fired. The handle was not used. Another handle was taken out for use.